Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device staple? If the device stapled, was the staple line complete? If so, were the staples formed properly? Was the device locked on tissue with the jaws closed? If the jaws were closed and locked on tissue, did the jaws of the device eventually open? If the jaws were closed and locked on tissue how was the device removed?

Event description:
It was reported that during an unknown procedure, after the stapler was fired, the blade did not return back and the jaw did not open. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n56140. Device analysis: the analysis results showed that one gst60w cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.